Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a vial with debris on the product. Visual inspection found no visible damage to the lens and foreign debris on the lens. Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens diopter -5.0/1.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The lens was later exchanged on (B)(6) 2021 for a longer length lens due to low vault and refractive change over time. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.00/1.0/090(sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. Low vault and refractive change overtime was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.